Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter became entrapped on the guidewire. The 30-40% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral and popliteal arteries. A 2.4mm jetstream xc atherectomy catheter was selected to treat the peripheral artery disease. The jetstream xc atherectomy catheter was used with a .014 inch non-boston scientific guidewire and a non-boston scientific filter. The atherectomy procedure was completed with the jetstream catheter, however, close to the end of the procedure, the catheter became entrapped on the guidewire. The catheter had to be removed together with the guidewire. There were no patient complications reported.

Event description:
It was reported that the catheter became entrapped on the guidewire. The 30-40% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral and popliteal arteries. A 2.4mm jetstream xc atherectomy catheter was selected to treat the peripheral artery disease. The jetstream xc atherectomy catheter was used with a .014 inch non-boston scientific guidewire and a non-boston scientific filter. The atherectomy procedure was completed with the jetstream catheter, however, close to the end of the procedure, the catheter became entrapped on the guidewire. The catheter had to be removed together with the guidewire. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter state/province- (B)(6). Analysis by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with a 0.014 filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed there is a guidewire stuck in the device but there is no damage on the returned device.